Manufacturer narrative:
A ge service representative performed an on site investigation. The generator was calibrated during the service call. The reported issue is currently under investigation.

Event description:
The fse reported a precharge voltage error message. This error will prevent the system from booting, resulting in a loss of imaging functionality. There is no report of injury or death associated with this event.